Manufacturer narrative:
Devices are not expected to be returned for the manufacturer review/investigation. Identifying information, such as the lot number of the nail, was not reported to paragon 28. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent a lapidus arthrodesis surgical procedure that utilized a paragon 28 phantom 3-hole intramedullary nail. Five months post-operatively, the nail was found broken at the cuneiform hole. The patient had a nonunion at the tarsometatarsal joint.